Event description:
This is report 3 of 3 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the peritonitis. The patient was treated with unspecified antibiotics and recovering from the event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12l07031, h13d25038 and h13e21067 with no issues noted during the manufacturing process. There were no deviations from standard procedure. This is the same patient as (B)(4). Should additional relevant information become available, a follow-up report will be submitted.